Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. The device was received in two separate pieces for analysis. One detached section consisted of severely stretched and kinked shaft, 38mm of bunched balloon material and the device¿s tip, the customer's guide wire was also returned for analysis and was trapped within this detached distal section. The second section consisted of 30mm of balloon material, shaft and hub/manifold. Two separate sections of the shaft were returned for analysis. A complete shaft break was identified 8mm distal to the proximal balloon bond. The proximal section of shaft was undamaged and no issues were noted. The detached distal section of shaft was approximately 150mm in length and severe stretching and kinking damage was noted along the length of this section. The shaft damage was so severe it extended down into the guide wire lumen which resulted in the guide wire becoming trapped inside the device. This damage identified is consistent with excessive tensile force being applied to the delivery system. During analysis, the investigator could not remove the customer¿s guide wire from the distal section of the device. An examination of the catheter identified no issues that could have contributed to the complaint incident. The balloon was returned in two different sections for analysis. A visual examination identified a complete circumferential tear in the balloon material 30mm distal to the proximal balloon bond, leaving 30mm of balloon material attached to the proximal shaft. The distal detached section of balloon material was approximately 38mm in length and severely bunched up. Solidified blood was noted on the inside and outside of the balloon material. A microscopic examination on the balloon identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified that the tip of the device was flared, this may have occurred when removal of the guide wire was attempted. Neither of the markerbands were returned for analysis. No other issues were identified during the product analysis. An e-DHR (electronic device history record) was performed and no issues were noted with the batch that may have led to the complaint. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No patient complications were reported.